Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2019, the patient had a subarachnoid hemorrhage in the small right frontal lobe in the setting of supratherapeutic international normalized ratio (7). Patient denies head trauma. Clinical features of mycotic aneurysm. Consider evaluation with computed tomography angiography. Will defer this point to preserve renal function. International normalized ratio goal <1.5 spontaneous bacterial peritonitis goal <140 per neurology - vitamin k 2.5 milligram intravenous x1 today for international normalized ratio 1.7. Computed tomography head stable x3. Repeat computed tomography head on (B)(6) 2019 (7 days after initial imaging) per neurology. Continue prior to admission keppra 250 milligram twice a day.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.